Manufacturer narrative:
Batch review performed on 21 oct 2025 ball heads: mectacer 01.29.213 mectacer head biolox delta dia.40 12/14-m (k112115) lot 2513394: (B)(4) items manufactured and released on 02-jun-2025. Expiration date: 2030-may-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.4048hct flat pe hc liner d 40/f (k122641) lot 2511756: (B)(4) items manufactured and released on 30-jun-2025. Expiration date: 2030-jun-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 1 month from primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.